Manufacturer narrative:
(B)(4). This MDR was initiated as part of a retrospective assessment of complaints/events in the us. As part of this assessment, pentax medical evaluated all us events/complaints received for currently marketed bronchoscopes, colonoscopes, and gastroscopes. The results of this retrospective assessment prompted pentax medical to file this report. (Exemption number e2015036).

Event description:
Pentax medical became aware of a report which stated pentax model eg-3490k/serial (B)(4) was used for a banding procedure using a cook six shooter. The video gastroscope was then reprocessed (i.e. Veriscan, scope buddy, pentax brushes and medivators dsd) and hung. A few days later, this same gastroscope was used on a bleed, and while the physician was injecting the bleed site, she made one pass with the injector needle. On the second pass with the needle, a cook band came out of the biopsy channel and fell into the patient. No further information was provided on the patient. The reprocessing technician stated no resistance was felt when cleaning the gastroscope. The device involved in the event was returned to pentax (B)(4) for evaluation. As part of the investigation, pentax (B)(4) performed bench testing on the device involved in the event using various rubber banding samples, under different scenarios, in an attempt to determine what may have lead to the event. First, the product specialist tried to suck the rubber banding through the instrument/biopsy channel and it could not be sucked due to the size of the banding, so the probability that the band got sucked in the biopsy channel is almost zero. The second theory is that the piece is inside the biopsy channel and the cleaning brush is going through the hole of the banding piece. The probability of this occurrence is zero due to the size of the hole and also the band would have come out with the cleaning brush. The product specialist also used biopsy forceps to push the band down the biopsy channel from the biopsy inlet piece. While inside the biopsy channel, three attempts were made using a pentax disposable cleaning brush model cs-6021t to push the band out of the biopsy channel. Slight resistance was encountered on one of the attempts. In result, all attempts were unsuccessful. In conclusion to this attempted scenario, the banding piece may have gotten inside the biopsy channel when the gastroscope was submerged and somehow, when the brush was being used, the band got pushed inside. If this did occur, the pentax disposable cleaning brush model cs-6021t would not have brushed out the banding as it is designed to pick up bio debris only (i.e. Stool, blood, tissue, polyp). The last theory is that the six shooter misfired and/or malfunctioned at the last banding and the thread caught the banding piece. When the physician tried to pull the thread through the biopsy channel, the banding piece was dragged inside the biopsy channel and stayed there. This scenario could not be tested by pentax medical and may be related to device/and or user error. Lastly, the product specialist used biopsy forceps and a reusable brush to remove the banding piece from inside the channel, which took a few attempts. Since no repairs were required to be performed on the device as all functional tests passed during inspection, the gastroscope was shipped back to the customer on 04/11/2011. A device history review was performed on 04/12/2016 confirming the video gastroscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No further information has been received for this event, therefore pentax medical considers this medwatch report closed.